Event description:
It was reported that this pacemaker had a red call doctor icon due to an unknown reason. Technical services (ts) referred the patient to a clinic. This pacemaker remains in service. No adverse patient effects were reported.